Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is supplier issues to supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, insertion difficulties occurred. Difficulty was noted during preparation while attempting to insert a non bsc guide wire through the insertion tool included with the advantage balloon catheter inflation device. There were no patient complications reported.